Manufacturer narrative:
Hardware is the root cause for this event. (B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report a leak from the unicel dxi 800 access immunoassay system. The leak reached customer's electrical extension and shorted them out, which resulted in the electrical extension lead starting on fire but was contained to customer's electrical extension, not beckman coulter products. The customer did not report an affect to patients or end users in association to this event. A bec field service engineer (fse) replaced the wash buffer peri-pump tubing due to a split in the tubing.